Event description:
The complainant reported that in 2006, the clinicians were performing a therapeutic placement of a wallstent in a patient (age, gender and weight unknown), but during the procedure, the wallstent failed to travel over the guidewire. The procedure was unable to be completed as there appeared to be a blockage inside the channel near the stem. The guidewire was removed with the stent remaining in its original position within the endoscope. The complainant reported that the patient "was unharmed". The procedure was rescheduled and successfully completed one week later using another of the same device.

Manufacturer narrative:
The device was returned for evaluation. The device analysis confirmed that there was a restriction at the hub of the returned device which inhibited guidewire movement. During the analysis a 0.035 guidewire was inserted through the inner lumen, but it was found that it was not possible for the guidewire to exit the device at the hub of the deployment handle as a result of restriction. Attempts to remove the blockage were unsuccessful, and it was not possible to conclusively identify the cause of the blockage. A review of the device history record for the pertinent lot was performed, no anomalies were noted.